Manufacturer narrative:
The complaint was unconfirmed for the reported event of "catheter has a pinhole became dislodged". As the evaluation did identify a cuff roll, this event is being reported. During visual and functional testing no pinhole was found on any part of the catheter. Per dimensional evaluation, the catheter balloon was found to be within specification; however, during evaluation of the sample a cuff roll was noted on the catheter balloon. The root cause of the balloon cuff roll is unknown. An entire review of the device history records for the involved lot did not show any manufacturing deficiencies that would have contributed to the problem of balloon cuffing. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
The user reported that the catheter had a pinhole and became dislodged.